Manufacturer narrative:
After the procedure the representative tested both devices using the radio frequency controller and noted that both devices passed the cavity integrity assessment test. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported by a hologic representative that during a novasure endometrial ablation the cavity integrity assessment failed (cia). Troubleshooting was completed and was unsuccessful. A second device was used and also failed the cavity integrity assessment. The procedure was aborted. The representative left the room and when he returned the physician was performing a planned laparoscopy and the representative noted blood on the uterus and the physician was cauterizing the area. It was not reported by the physician if a perforation was suspected or confirmed.